Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and after confirmation that the malfunction code did not recur, allowed the customer to continue using the pump.